Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "footswitch was not working" (device issue). The nurse reported the footswitch was not working during surgery. The case was delayed one hour while the staff waited for an available footswitch. The cases were then completed for the day. No patient injury was reported.

Event description:
Reporter alleged the needle from the softclix plus lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.